Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No excessive no delivery alarms noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of over 600mg/dl and that the insulin pump had alarmed no delivery. The customer's mother was assisted with troubleshooting for the high readings. The customer had symptoms of feeling high. The customer was treated with insulin pump and injections. Customer's blood glucose value was 309mg/dl at the time of the call. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The customer's mother declined further troubleshooting. Troubleshooting for no delivery was performed. The customer's mother was assisted in fill tubing of priming process and the insulin exited. Customer was unable do disconnect from the site and further troubleshooting was declined. The product will not be returned for analysis.